Event description:
During an a/v access upper arm stenting a venous anastomosis of a straight ptfe graft into an earlier placed nininol stent (cook), upon attempted deployment, the outer catheter broke and separated 10 cm up from the distasl tip. A 9 f, 10 cm pinnacle sheath was used. The wire type used is unknown. The doctor was able to pull the piece back into the sheath and remove it. The doctor placed a 10 x 60 fluency successcully.